Event description:
Unable to prime port (huber) needle with saline prior to access. Mid-november, e-mail sent to representative. A week later, sample was shipped via (B)(6). Mid-february, manufacturer analysis letter received, and it acknowledged manufacturer error. Sent to clinical site. Manufacturer response for huber needle, huber plus 20 gauge 0.75in w/y (per site reporter) the manufacturer sent a letter with their investigation. They were able to confirm the problem and worked to resolve the manufacturing issue.